Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead,(B)(6) 2004; 5076 implantable pacing lead, (B)(6) 2004; 4193 implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that there was an alert for oversensing and noise. The patient was admitted to the hospital for lead evaluation. During the surgical procedure, the physician examined the right ventricular (rv) lead connection to the device. Once the device was removed from the pocket, the pace/sense portion of the lead was noted to be loose and could be pulled out of the header without force or manipulation of the set screw. The lead was tested through the analyzer and was found to be safe and left in place. Both the device and lead remain in use. No patient complications have been reported as a result of this event.